Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported: I would like to file a complaint. On (B)(6) 2016, dr. (B)(6), both orthopedic spine surgeons operating out of the (B)(6) were operating on a (B)(6) female. As they were bending a 480mm titanium rod (part number: 1797-62-480; lot number bdjn269) small shards were coming off the rod. In addition, notches and groove marks appeared on said rod. They both commented they had never seen that happen before. No harm was done to the patient and they continued the procedure with a cobalt-chromium rod. Please let me know any additional information you need.

Manufacturer narrative:
(B)(4). A segment of the expedium 480mm ti rod (product code: 1797-62-480, lot number: bdjn269) was returned to the complaints handling unit (chu) on april 6th, 2016. The rod featured a 40 degree bend toward the middle. On the outside of this bend, there are a series of notches in it. These notches appear as if they consist of material that stretched to such a degree that one end of each notch was torn from the surface of the rod and snapped to the end that was not. The underside of the rod features similar damage, although these notches seem to have flaked off entirely. The rod was bent twice using a spare 2770-30-000 french rod bender. Regardless of angle, no new splinters formed and no new flakes came off of the rod. The returned material certification confirms that the material used in this lot met all mechanical property standards. It is unknown how this damage may have happened. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the rod splintering cannot be determined using the sample and information available. The material certificate confirms that the material met all mechanical property standards. A potential root cause cannot be determined as the damage cannot be replicated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.